Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n276830001); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024. Brand name ; product ID 8578 (lot: hg7xwqu14); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (500mcg/ml at 24.99mcg/d) via an implantable pump. It was reported that the patient had a pump replacement in june 2024 for normal end of service and everything went well with the surgery, but the patient later presented with an infection. Their pump and most of the catheter were explanted on 2024-08-05. A new implantation of pump <(>&<)> catheter happened today and the patient tolerated it well. The event had been resolved.